Event description:
It was reported that the core impaction drill heated up during a case. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly the bearings were discovered to be worn.